Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that 'about 3-4 weeks ago,' later stated 'at least 3 weeks ago,' their pump ran out of medication. The patient stated that they were undergoing chemotherapy for cancer, and the pain in their neck and lower back, which the pump was supposed to be alleviating, the pump was 'empty' so they were not getting the relief. The patient heard a beeping sound from the pump. When agent inquired the pump alarm sound, the patient stated that 'it' was a single tone that beeped five times. The patient mentioned the last direction they heard from a doctor office was past monday from his nurse, who contacted someone from medtronic. The patient stated that next week is their 3rd round of chemotherapy and they have found that chemotherapy week was not a good week to schedule other appointments. The agent asked what medication was in the pump, and patient stated morphine, but it was 'very ineffective, ' and that they have a poor history with morphine, which works for the last 20 minutes. The patient stated that they had morphine in an IV in the hospital in the past. They have had the pump implanted for 'some time' and the morphine has 'never worked properly - meaning alleviating the pain to some degree.' The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The agent provided national answering service (nas) phone number and the pump technical number for the healthcare provider if needed and sent a mail physician listings request